Event description:
It was reported that during use of the pump, "moisture in tubing" alarms were activated. The tubing was changed, but the alarms continued. The patient was transferred to another pump without any complications.